Manufacturer narrative:
(B)(4).

Event description:
The device was interrogated to deactivate therapy prior to an unrelated surgery. The device was found to be in backup vvi mode. It was not possible to reprogram the device. The device was explanted and replaced. The patient was well following the replacement.

Manufacturer narrative:
Manufacturer report 2938836-2017-14750, should not have been reported as a medical device report (MDR) as the product has not been approved by FDA and is part of investigation device exemption (ide).

Event description:
Additional information was received indicating that there was an allegation of premature battery depletion on the device.